Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device was in backup vvi mode. Technical support reviewed device printouts and stated the cause of the backup was unknown, however, the device experienced a power on reset. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: d10, h3, h6, h7, h9, h10 the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016. The reported event of communication failure by analysis. Analysis of the device image showed bvvi was caused by a power-on reset (por). A device evaluation was performed, and no sources of high current were noted. The cause of the por event was determined to be premature battery depletion. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a li cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.